Manufacturer narrative:
The device was discarded by the user facility and the broken piece remains in the patient's eye. The cause of the damage cannot be determined. The device history was reviewed and found to meet manufacturing specifications. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Event description:
It was reported by the user facility in australia that the tip of the koch hook broke in the patient's eye. There was no attempt to retrieve the metal because it was unknown until it was confirmed through x-ray and CT scan post-surgery. Surgery was not extended, no additional anesthesia, patient is well.